Event description:
The plaintiff's attorney alleges that the patient experienced cardio-respiratory failure and subsequently expired on or about the same day. It was reported that the death occurred due to administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
The is one event for the same patient involving two separate products. The exact date of death is not known and is estimated based on the reported info.